Manufacturer narrative:
This report is being supplemented to provide additional information received from an olympus representative on behalf of the customer as reflected in b5 and the results of the final investigation completed by the legal manufacturer. Since the device was not returned to the legal manufacturer, investigation was carried out based on the available information. The root cause of the reported conversion to open surgery, decreased pneumoperitoneum pressure, and dropped abdominal pressure could not be identified. The probable cause and cause of the defect could not be identified as well. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The procedure performed was a laparoscopic colectomy. The device was not inspected prior to the procedure.

Manufacturer narrative:
An olympus field service engineer visited on-site and did not find any issue with the device. In addition, the suspect device was returned to olympus and olympus repair center did not find any problem, and the device was observed to work normally. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus on behalf of the customer that the high flow insufflation unit was unable to maintain the setting pressure causing the abdominal pressure to drop during an unknown endoscopic procedure. The procedure was converted to an open surgery, which was successfully completed without any further patient injury. The patient was discharged without incident.